Event description:
Per the clinic, the patient has been a non-user for many years (specific date not reported) which leads to no benefit perceived from the device. The patient has no hearing with the device at any time as well. The clinician also reported that the patient was implanted too late after deafness. Subsequently, the device was explanted on (B)(6)2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.